Event description:
It was reported that the system had a communication error and no fluoro image was produced. This could cause the system to become unusable due to the inability to produce a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.